Event description:
It was reported that the insufflator panel had a display error in green mode; light ratio of the display. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: front panel failure. Olympus will continue to monitor field performance for this device.